Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial report: the primary surgery was performed on (B)(6) 2018 via tka for the patient's right knee joint. It was reported that the revision surgery was scheduled on (B)(6) 2021 due to sinking of tibia side implants. Further information provided: the revision surgery was performed on (B)(6) 2021 on schedule. There was no infection and loosening of femoral side. It was found the loosening of the tibial tray. The surgeon removed the tibial insert and the tibial tray easily by destroying the cement between the implants and bone with chisel. He removed the remained cement, implanted new tibial insert (size 6/12mm) and new tibial tray (attune revision tray rp size7). The revision surgery was completed successfully.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed 17 dec 18. 0 non-conformances on this lot number. Final micro and sterility tests passed. H10 additional narrative:  added: d10.